Event description:
A malfunction with the customer's insulin pump was reported, impacting the continuation of insulin delivery through their current pump. The customer's blood glucose level remained stable, with no adverse impact reported. Tandem technical support guided the customer through a reset procedure, allowing them to resume insulin use with their existing pump and ensured a backup plan was in place with multiple daily injections (mdi) should the issue recur. The customer was scheduled to receive a replacement pump with updated software, and clear instructions for transition and return of the defective pump were provided and understood.